Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿sear on large volume IV pump module (model 8100) broke into three pieces. The break occurred around the hole for the hinge pin (opposite the side with the set screw) the sear had to be replaced". There was no patient involvement. It was reported by the biomed that there were 6 other devices that had been repaired for broken sears. There was no patient involvement.

Manufacturer narrative:
The customer¿s complaint of broken sears was confirmed on the returned parts. Inspection observed damage to the left side hinge pin area of the 3 received sears. The defects observed to the sear left hinge area are due to the injection mold knit line residing on a stress bearing location. The proximate cause of the customer¿s report of broken sear left hinges is believed to be due to the injection mold knit line residing on a stress bearing location; in conjunction with the use of cleaners that are not on the alaris® system recommended cleaning products list.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿sear on large volume IV pump module (model 8100) broke into three pieces. The break occurred around the hole for the hinge pin (opposite the side with the set screw) the sear had to be replaced". There was no patient involvement. It was reported by the biomed that there were 6 other devices that had been repaired for broken sears. There was no patient involvement.